Manufacturer narrative:
(B)(4). Note: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2005, the patient underwent anterior lumbar interbody fusion surgery from vertebrae l4 to s1. Reportedly, rhbmp-2/acs was used in this surgery. The rhbmp-2 collagen sponge was used to fuse more than one level of the spine. Post-op, the patient suffered from increasing low back pain, with pain radiating into the buttocks and legs. Patient continued to experience chronic lower back pain, with pain radiating up her back and shooting pain down her legs. She experienced numbness and tingling in her legs, must constantly change positions, has to stop and rest often, and requires occasional use of a cane to assist in ambulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented with the following pre-op diagnosis: degenerative disk disease l5-s1, greater then l4-l5; positive diskography at both levels; chronic mechanical relentless back pain; failure of conservative modalities. The patient underwent the following procedures: complete anterior lumbar diskectomy l4-5 and l5-s1; anterior lumbar-interbody fusion at 4-5 and 5-1 utilizing; infix cages packed with; demineralized bone matrix and; bone morphogenic protein fixed; anteriorly with anterior tension band plates at each level. As per op-notes, ¿we packed the cage with dbm, that is, demineralized bone matrix, as well as bone morphogenic protein. Like at l5-s1 we filled the cage with bmp and dbm, we placed the lumbar plate that was slightly bent to create a little bit more lordosis over the construct at 4-5 and 28 mm screws like we did at 5-1.¿ no intra-operative complications were reported.